Event description:
The customer reported that the unit displayed vent inop code. The field service engineer (fse) inspected the unit and could not duplicate the customer reported problem. Review of the diagnostic report indicates a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use on patient therefore there was no patient involvement or harm. The field service engineer replaced the motor controller board and the power management board as a precautionary measure. The unit passed all applicable testing.

Manufacturer narrative:
Device eval: out of warranty; no request for mnf serv.

Manufacturer narrative:
Date:11/03/2014. Conclusion / root cause: this power management (pm) board was tested and no failures were identified. This motor controller (mc) board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).